Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that nexiva tubing leaked. During use, a leak occurred in the extension tube. One defective unit is present.

Event description:
No new information.

Manufacturer narrative:
The complaint of a leak was confirmed from the video that was provided for investigation; however, the root cause could not be determined. One video and one 18g nexiva IV catheter were provided for investigation. The video showed an 18g nexiva IV catheter with evidence of use. While the catheter was being flushed, drops of liquid appeared to form on the external surface of the catheter tubing. The leak path could not be clearly seen. As the sample exhibited evidence of use, it could not be determined if the tubing was damaged during manufacturing or in the clinical setting, such as needle puncture damage, which can occur during the insertion process. A functional test of the physical sample that was provided for investigation revealed no damage or leaks in the catheter tubing. It could not be confirmed if the returned sample was the same device that was shown in the video. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.